Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient sustained a clavicle shaft fracture in a traffic accident and underwent a procedure for osteosynthesis on (B)(6) 2013 with a locking compression plate superior-anterior clavicle plate and screws. The wedge fracture was fixed with lag screws from inner bone fragment toward distal fragment. The plate with extension was used from inner bone fragment toward the proximal fragment. The patient started the passive and active exercise within the limits of 90°. And then, the patient was released from the hospital and continued to the rehabilitation on (B)(6) 2013. The patient was advised from the doctor not to lift heavy weights in daily life. On (B)(6) 2013 the plate was noted as broken. A procedure to remove the broken plate was scheduled for a future date. This report is 7 of 9 for complaint (B)(4).

Event description:
The patient underwent further surgery for removal of the plate in question and exchange to competitors¿ plate on (B)(6) 2013.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
This device used for treatment and not diagnosis. Placeholder.